Event description:
It was reported that there was no flow through the valve during implant.

Manufacturer narrative:
The valve did not pass leakage and patency testing due to a large tear on the top of the distal occluder. This damage precluded all additional testing. It is unclear how or when this damage occurred. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of manufacture.